Event description:
The customer states that a new patient came to the family practice office and was feeling dizzy and lethargic. The patient had blood drawn, indicating that it was a difficult draw. The sample was processed using a cell-dyn 1800 analyzer generating a hemoglobin value of 2.6 g/dl and hematocrit of 30.9%. The physician sent the patient to the hospital where a fresh blood sample was drawn producing a hemoglobin of 10.2 g/dl. The patient was held in the hospital for observation due to presenting symptoms. There is no report of adverse impact to patient due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Investigation summary: quality control (qc) was within range. No flow or clog errors were seen in the data log. The customer ran a normal background prior to testing. The patient result showed rbc result of 5.07 m/ul and hgb 2.6 g/dl. The cell-dyn 1800 flagged lym rm, uri, suppressed mpv, possible lyse resistant red blood cell (restrbc). On (B)(6) 2009, the customer technical advocate (cta) reviewed the instrument report with the customer and directed the customer to the cell-dyn 1800 system operator's manual for suspect parameter flagging and appropriate actions to verify results. The customer understood. The customer was to follow-up with the hospital for patient diagnosis and to ensure that there was no delay or negative impact to patient care or treatment. On (B)(6) 2009, the (B)(4) followed up with the customer and was informed that no further data or treatment information was available. The customer agreed that the instrument flagged the specimen for further review and agreed that no further investigation was needed. The cell-dyn 1800 instrument was within specification. The event is addressed in product labeling, cell-dyn 1800 system operator's manual. A non-statistical trend (nst) review was performed with no nst identified. Based on the investigation, no product issue was identified for the cell-dyn 1800 instrument in regards to low hgb results on patient results with no malfunction identified for this issue. This is the final report.